Event description:
The mesh was opened, handed to cfa. Cfa folded mesh, pushed mesh through trocar and into patient's abdomen. Surgeon began to unfold mesh and a tear was noticed at the seam in the mesh. Mesh was taken out of patient and given to supervisor/manager. A new mesh was successfully placed into patient in the same fashion, successfully. FDA safety report ID# (B)(4).